Event description:
It was reported that the patient presented in-clinic for a routine follow-up with diaphragmatic stimulation. The diaphragmatic stimulation was noted in prone positions and would cease when the patient repositioned. Upon interrogation, the left ventricular lead had elevated capture thresholds. The patient returned to the clinic on (B)(6) 2017 for another follow up, where programming changes were made. There was no diaphragmatic stimulation at the time of the programming. The patient was noted as stable.